Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (8.0 mg/ml at 0.6004 mg/day) via an implanted pump. It was reported that the patient had an existing flowonix system, and in november, it was replaced with a medtronic pump and medtronic proximal catheter revision segment. A few days after implant, the patient went through withdrawals, so the patient was taken back to surgery. Upon opening the pocket, the medtronic catheter segment was securely connected to the flowonix catheter. A cap kit was used, and they were able to aspirate the medtronic/flowonix catheter, so it was unknown why the patient went through withdrawals. During the procedure, the medtronic portion of the catheter was removed; the flowonix catheter was tied off; and a new medtronic catheter was successfully implanted. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8578, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot#: (B)(6), ubd: 31-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.